Manufacturer narrative:
Copd exacerbation is an anticipated, potential side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 7.8% of the zephyr valve subjects vs. 4.8% of the control subjects experienced a copd exacerbation serious adverse event (sae) during the treatment period (less than or equal to 45 days). 23.0% of the zephyr valve subjects vs. 30.6% of the control subjects experienced a copd exacerbation sae during the longer-term period from 45 days after the study procedure through 12 months post-procedure. The zephyr ebv system IFU and pulmonx training program both specifically reference copd exacerbation as a known, potential side effect of this procedure and provide guidelines for monitoring. The reported event aligns with the experience observed in the liberate clinical study and is an anticipated, potential side effect to the zephyr valve treatment. The reported event was foreseeable and clinically acceptable in view of the expected patient benefit from the treatment.

Event description:
On (B)(6) 2021, the subject had zephyr valves implanted. A second procedure was performed on (B)(6) 2021 with a 5.5 valve implanted in the left lung. The subject was discharged on (B)(6) 2021. The subject experienced an infection on (B)(6) 2021 that required hospitalization. The subject was initially treated with bactrim but showed resistance and then was treated with tazociline/nebcine IV. The subject was discharged on (B)(6) 2021. The subject then was hospitalized on 08/31/2021 for copd exacerbation, with increased sputum production and dyspnea. The 5.5 zephyr valve, that was implanted on (B)(6) 2021, was removed on (B)(6) 2021. The patient was discharged on (B)(6) 2021.